Event description:
Dear sirs, I read an article regarding side effects while using fixodent (and others) and I, myself have been using this product for approx 17 years. About a year ago, I started experiencing headaches that were so painful, I had a catscan done which provided nothing wrong. I also have tingling and numbness in my upper left leg and pain which rears it's ugly head every day in my neck, spine, back. I need some guidance with whom to contact regarding joining in the lawsuit as I have gone to the dr every month for my pain for 5plus years and I am taking meds for pain which are not working as they used to and no dr can find the reason for the numbness and tingling in my leg. Thank you for your concern and response to this serious matter. (B)(6).